Event description:
The type of this complaint is insertion difficulty. During the surgery for oa on (B)(6), the surgeon was not able to insert the product in question. Although the surgeon dealt with soft tissues properly and removed the cement, the exterior part of the insert floated when the surgeon tried to insert along the rail of a tibial tray. The surgeon used the replacement of the same size, but there was also a little insertion difficulty. The surgery was complete with a ten-minute delay. There was no harm to the patient.

Manufacturer narrative:
The received attune ps fb insrt sz 5 6mm (product code 151640506, lot number 484783) was forwarded to commercialized product development for evaluation ((B)(4)). A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. With the information provided, the root cause of the insert not interlocking cannot be definitively determined nor the complaint confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation once it has been completed.